Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log could not be extracted. Functional testing confirmed the customer reported issue. The cause was a defective downstream occlusion (dso) sensor. The dso sensor was replaced.

Event description:
It was reported that when the cassette was replaced with a new one, the cassette misalignment alarm could not be resolved. Per reporter, the fault occurred while in use with the patient. There was known patient involvement and no patient harm/adverse event reported.